Manufacturer narrative:
(B)(4). This is a report of a use error, patient connected during prime. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) had connected to the homechoice before priming. The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to perform a manual drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.